Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing leaked during priming. There was no patient involvement . The event occurred on the transplant unit. Although requested there was no additional event details provided or patient impact reported.